Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 10/2022). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that three years, five months, and twenty-four days post a port placement, the patient allegedly had poor reversal of blood. It was further reported that the port allegedly had a leak. Furthermore, it was also reported that the port was allegedly damaged and there has been some alleged resistance felt during flushing. There was no reported patient injury.

Event description:
It was reported that three years, five months and twenty-four days post a port placement, the patient allegedly had poor reversal of blood. It was further reported that the port allegedly had a leak. Furthermore, it was also reported that the port was allegedly damaged and there has been some alleged resistance felt during flushing. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter was returned for evaluation. Gross visual, microscopic, tactile and functional evaluations were performed. A partial circumferential break was noted to the catheter approximately 4.5cm from the distal end of the cath-lock and a longitudinal split was noted to the catheter approximately 7.2cm from the distal end of the cath-lock. The edges of the partial circumferential break were noted to be uneven. The break was noted to be slightly attached together. Upon infusion, leaks were observed from the partial circumferential break and longitudinal split on the attached catheter. Aspiration was attempted and was unsuccessful. Therefore, the investigation is confirmed for the reported fluid leak, suction problem and identified fracture issues. However the investigation is unconfirmed for the reported material integrity problem as the more specific damage such as fracture was identified during investigation. Also the investigation is inconclusive for the reported difficult to flush issue as the exact circumstances at the time of the reported event was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 10/2022). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.